Event description:
It was reported that when using the bd pyxis¿ es server patient data might not have been current, there was a problem with the patient interface. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the patient data not current. A technical support specialist (tss) found that the service on care-fusion coordination engine (cce) had stopped, so tss started the service and restarted external messaging. Tss confirmed that messages were flowing again issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient data might not have been current, there was a problem with the patient interface. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.